Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient experienced the blockage is located at the site. Within 3 hours of abdomen insertion customer noticed symptoms. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.